Manufacturer narrative:
The product was not returned as it remains implanted in the pt. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided.

Event description:
It was reported to medtronic neurosurgery that pt's strata valve became occluded sometime in 2007. The physician explanted the valve, cleared the occlusion, and reimplanted it. The exact event date is unknown.